Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device after use. The hp stated he did a manual exchange of 3000ml during the day that stays in him. The hc was programmed for tidal therapy with a 95% tidal volume, an ultrafiltraiton (uf) target of 0ml, and no full drains. The cycle 6 uf was 2966ml. The technical service representative (tsr) explained the reason for the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. Visual inspection was performed, as well as simulation of therapy, pressure and electrical testing. The programming was found to have the minimum drain percent set to 70%; the recommended setting is 85%. The cause was determined to be a false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.